Event description:
It was reported the monitor provided unreliable non-invasive blood pressure (nibp) measurements, which resulted in the patient being treated for incorrectly. During surgery with spinal anesthesia, the nibp was treated for being slightly low. The patient was transferred with the same x3 monitor to the step-down unit, where nibp measured high (127/11 and 184/134), which was thought to not be possible by the users. The nibp was measured three times after this, displaying results that were higher at 206/294, which was medicated. After this medication administration, the nibp was 67/49. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
It was indicated several events related to this monitor had occurred but specific events were not identified. The patient was treated for incorrect hypertension; however, no harm occurred due to the treatment. It was determined the blood pressure variation was not related to the spinal anesthesia. Thought treatment was prolonged due to the blood pressure issue, the patient was transferred to the general ward within 2.5 hours. The patient was an adult and the blood pressure reference was set to auscultatory. Biomed tested the device, revealing the device was working correctly except the diastolic values measured 8-20 mmhg higher than they should be. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The customer biomed tested the x3 device and found the device to be operating correctly, except for the diastolic nbp values which were 8-20mmhg higher than it should be. The available information has been forwarded to product support engineering (pse). Pse stated that no conclusions can be drawn solely based upon the device logs. Pse provided information for testing the nbp measurement and for the nbp measurement limitations for the device. The information provided by pse has been forwarded to the cas. The customer initially stated they want to sent the x3 device to bench repair for additional evaluation. The cas reached out multiple times to the customer for the device to be sent back to bench repair for evaluation, but the customer did not return the device for bench repair evaluation. As such, the root cause of the issue remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.